Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 35-year-old female patient who had essure (batch no. A45106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included morbid obesity, hernia repair, adenomyosis and paratubal cyst. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, pain, stomach pain") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), alopecia ("hair loss") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraine headaches, migraines/headaches") and headache ("migraines/headaches"). On an unknown date, the patient experienced rash ("skin rashes") and urticaria ("hives"). The patient was treated with surgery (hysterectomy with salpingectomy ¿ total abdominal to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and fatigue had resolved and the dyspareunia, migraine, rash, urticaria, vaginal haemorrhage, menorrhagia, alopecia, headache, allergy to metals and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Ultrasound scan - on an unknown date: possible endometrial polyp. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, product indication, onset and removal dates updated, lot no, concomitant disease, new events menorrhagia, vaginal haemorrhage, fatigue, alopecia, headache, allergy to metals and weight increased added. Outcome for the events pelvic pain, abdominal pain, dysmenorrhoea and fatigue added as recovered / resolved. On (B)(6) 2018: mr received: new reporter and concomitant disease added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 35-year-old female patient who had essure (batch no. A45106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included morbid obesity, hernia repair, adenomyosis and paratubal cyst. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, pain, stomach pain") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), alopecia ("hair loss") and weight increased ("weight gain"). In june 2014, the patient experienced migraine ("migraine headaches, migraines/headaches") and headache ("migraines/headaches"). On an unknown date, the patient experienced rash ("skin rashes") and urticaria ("hives"). The patient was treated with surgery (hysterectomy with salpingectomy ¿ total abdominal to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and fatigue had resolved and the dyspareunia, migraine, rash, urticaria, vaginal haemorrhage, menorrhagia, alopecia, headache, allergy to metals and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - in september 2013: total bilateral occlusion. Ultrasound scan - on an unknown date: possible endometrial polyp. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in a 35-year-old female patient who had essure (batch no. A45106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included morbid obesity, hernia repair, adenomyosis and paratubal cyst. In 2013, the patient experienced abdominal pain ("abdominal pain, pain, stomach pain") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient had essure inserted. On(B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse, dyspareunia painful sexual intercourse"). In 2014, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhea cramping"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraine headaches, migraines/headaches") and headache ("migraines/headaches"). On an unknown date, the patient experienced rash ("skin rashes"), urticaria ("hives") and nervousness ("nervous"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ total abdominal to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and fatigue had resolved and the dyspareunia, migraine, rash, urticaria, vaginal haemorrhage, menorrhagia, alopecia, headache, allergy to metals, weight increased and nervousness outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nervousness, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. Ultrasound scan - on an unknown date: results: possible endometrial polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- nervous, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), rash ("skin rashes"), urticaria ("hives") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (procedure to remove essure device). Essure was removed in (b)(\6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, rash, urticaria and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.